Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the right atrial (ra) and right ventricular (rv) channels. Noise was able to be recreated on both channels. Stored episodes revealed the noise had been oversensed and resulted in greater than two seconds of asystole. The patient is pacer dependent and had experienced pre-syncopal symptoms. The sensitivity was reprogrammed on the rv channel and defibrillation threshold (dft) tests were performed to ensure appropriate sensing of ventricular fibrillation (vf). No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A bi-ventricular upgrade was planned for a later date. The ra lead and rv lead will be evaluated at that time. This investigation will be updated should further information be provided.